Event description:
As stated by the customer (B)(6) 2012: reported as the resident was being transferred from bed to wheelchair by two staff members the resident was being moved into the seated position when three sling clips became detached from the spreader bar. The resident fell to the floor and an ambulance was called and subsequently found to have fractured ribs.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.